Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to two episodes of low blood glucose. Advised the nurse that he could remove the reservoir or the battery from the insulin pump. The customer stated that she would call back. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.